Event description:
It was reported that the pump touch screen was unresponsive. There was no reported impact to the customer¿s blood glucose level. The customer declined follow-up with customer technical support at this time, and further information regarding the outcome of the event was unavailable.